Event description:
It was reported that several months ago, the patient had pain in the right side of the vaginal, extreme groin pain, and pinching sensation that prevented her from walking. The patient still experienced extreme groin pain and walking problems. It was noted that the patient was looking into removing the device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this complaint was reported by the patient. Block h6: patient code e2330 was used to capture the reportable event of extreme groin pain and pain in the right side of the vaginal.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this complaint was reported by the patient. Block h6: patient code e2330 was used to capture the reportable event of extreme groin pain and pain in the right side of the vaginal. Block h11: block d6a updated.

Event description:
It was reported that several months ago, the patient had pain in the right side of the vaginal, extreme groin pain, and pinching sensation that prevented her from walking. The patient still experienced extreme groin pain and walking problems. It was noted that the patient was looking into removing the device.